Event description:
It was reported that during an unknown procedure, the device was fired and the staples were on the tissue. The tissue ring was checked and found to be complete. When testing the anastamosis, there was a leak. The patient received an ileostomy.